Event description:
On (B)(6) 2024, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® tag® thoracic branch endoprosthesis (tbe) in zone 3. It was reported that the procedure was conducted in a standard manner per the instructions for use. The deployment knob was pulled and the tbe aortic component partially deployed. The physician removed the partially deployed component from the patient and obtained another tbe aortic component to complete the procedure. The patient tolerated the procedure. The physician is unaware of what caused the reported issue to occur.

Manufacturer narrative:
According to the gore® tag® thoracic branch endoprosthesis instructions for use, adverse events that may occur and/or require intervention include access, delivery and deployment events (e.g. Deployment difficulties/failures) w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g4, h1/h2, h3. The device evaluation showed the following: as received, the tbe ac was partially deployed. The short sleeve was deployed fully, and the long sleeve and torque sleeve were not deployed. The deployment fiber was broken adjacent to the slipknot at the proximal end of the long sleeve. The other end of the broken deployment fiber was not returned. Hemostats were used to deploy the long sleeve and torque sleeve. The device fully deployed. The findings of the evaluation are consistent with the reported event of partial deployment. The partial deployment was identified to be a result of a broken deployment fiber proximal to the long sleeve. It is possible that mechanical damage to the fiber contributed to the broken deployment fiber; however, a root cause could not be confirmed in this investigation.